Event description:
The customer that while pulling the trolley from the ambulance vehicle, both sets of legs appeared to drop. The customer further reported that the head end of the trolley collapsed. The customer added that the ambulance crew attempted to re-raise the head end but they found that the button that raises the head end was no longer functional. The customer reported that a patient was on the trolley at the time but suffered no injuries. The patient was transferred safely to a wheelchair.

Event description:
The customer that while pulling the trolley from the ambulance vehicle, both sets of legs appeared to drop. The customer further reported that the head end of the trolley collapsed. The customer added that the ambulance crew attempted to re-raise the head end but they found that the button that raises the head end was no longer functional. The customer reported that a patient was on the trolley at the time but suffered no injuries. The patient was transferred safely to a wheelchair. The customer added that the trolley has been removed from service and quarantined, pending inspection by a UK field service engineer.

Manufacturer narrative:
It was found that the drop event could not be recreated or duplicated as the unit was fully functional upon evaluation.